Event description:
It was reported that the touch screen display was unresponsive on the upper left corner where the back feature is. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.